Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high thresholds due to the j shape of the lead being -stretched-. The right atrial output was reprogrammed. The patient's condition was good.